Event description:
It was reported that multiple intermittent occlusion alarms occurred over multiple days. The customer had an elevated blood glucose level during these events but did not exceed 500 mg/dl. The customer attempted to resolve the occlusions by changing supplies and trying the bolus again. After troubleshooting, customer support recommended a pump replacement, which was carried out with instructions for managing the current pump and returning it. The customer continued to use current pump.